Event description:
Customer reported to maquet that a rubber protective cover was dislodged and fell from the bottom side of the surgical light's central axle after the device collided with another cupola. This happened during a case and above the patient wound area, but no injuries or consequences to the surgery were reported to maquet. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) inspected the device. The rubber bumper was undamaged and conformed to its specifications. The fst put the cover back into place, secured it with screws, and returned the unit to service. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola or the wrong positioning of the bumper during maintenance activities. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.